Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 300 cm balance middleweight; sheath: 6 french. Incorrect anatomy. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that a conclusive cause for the stent migration could not be determined. The additional patient effects of device embedded in vessel wall, additional, therapy/non-surgical treatment and delay in procedure appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to treat a target lesion in the celiac artery. Pre-dilatation was performed using a 6.0 mm viatrac balloon. The 6.0 x 18 mm herculink stent delivery system was advanced to the target lesion and the stent was deployed. During removal of the stent delivery system, the stent moved from the deployed location at the ostium of the celiac artery and was located at the left common iliac artery. The stent was then crushed to the iliac artery wall using an omnilink stent. A 7.0 x 18 mm herculink stent was then deployed at the ostium of the celiac artery. It is unknown what caused the 6.0 x 18 mm herculink stent to move. Although there were no adverse patient sequelae, a clinically significant delay was reported. No additional information was provided.